Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hypoglycemia on (B)(6) 2021. The customer¿s blood glucose level was below 40 mg/dl at time of incident current blood glucose was unknown. The customer feel ok to troubleshooting. The customer stated that their was no symptoms related to low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer allege insulin pump was over delivering because she was getting too much basal. The device will not be returned for analysis.